Event description:
It was reported that a spectrum pump had failed pound per square inch (psi) during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed multiple 'downstream occlusion' messages, however the log cannot distinguish between true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The force sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.